Event description:
In a conversation with the attending surgeon, she indicated that she had not heard of any issues from the patient, but that she would follow up with the patient. She stated that there were no product complaint issues. In a conversation with the surgeon who is caring for the patient now, he stated that the patient's complications were due to user error and not related to a device issue. He also indicated that he removed part of the staple line and has had to dilate the patient a few times. He states the patient condition is slowly improving.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the consumer's husband stating that his wife underwent a rectal prolapse and hemorrhoidectomy procedure on (B)(6) 2012, the patient (wife) was released and sent home. The patient followed with the surgeon one week later with pain. The patient was given pain pills and cortisone cream. She then had three anus enlargements with removal of staples. She remains in pain. The original surgeon went on maternity leave and the patient was seen by an associate surgeon. Post op surgeries were on (B)(6) 2012 rectal stricture with the removal of staples, (B)(6) 2012 and (B)(6) 2012 anus enlargements with removal of staples .the patient is now being told she may need a colostomy due to the issues she encountered with the original surgery. This was recommended by the second surgeon. Caller reports that his wife's pain is unbearable. She has been taking vicodin and hydrocodone for one year for the pain. Caller also reports bleeding daily and the inability to sit for any period of time.

Manufacturer narrative:
(B)(4).